Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory returned product testing was conducted. A visual inspection of the lead was performed confirming a severed lead segment; segment severed 150 mm from the terminal pin with only the proximal segment returned. Setscrew marks were confirmed on the is-1 terminal pin (4), the distal (4) and proximal (3) high voltage terminal pins, and 3 setscrew marks were noted on the is-1 ring. The lead segment was tested and confirmed to be electrically continuous. Laboratory analysis was unable to confirm the reported clinical observation based on testing of the returned lead segment.

Event description:
Boston scientific received information that due to an unspecified lead malfunction, this right ventricular (rv) lead was replaced. Clinically, a lead impedance check notification was observed; however, no out of range measurements were exhibited. The field representative additionally reported noise could be induced via manipulations; however, no not sensed by the device and no pacing inhibition resulted. The following days, this rv lead was replaced via partial product abandonment. No adverse patient effects were reported and the explanted lead segment was returned for analysis.